Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that an arrythmia occurred. The procedure was aborted. During a left atrial appendage (laa) closure procedure, versacross connect for laac kit was selected for use. Physician performed transseptal puncture (tsp). After tsp, the was and vcc dilator was advanced into the left atrium. At this point the physician decided to cardiovert the patient. After the cardioversion was performed, it was noted the patient began to experience ventricular tachycardia. Physicians were required to use a temporary pacemaker to pace the patient in response to the arrythmia. The physicians decided to abort the procedure. The patient had no further complications and was discharged. The device is not expected to be returned for analysis.